Event description:
The customer reported that the device shut down unexpectedly during an elective cardioversion. There was no impact to the involved pt.

Manufacturer narrative:
The customer reported that the device shut down unexpectedly during an elective cardioversion. There was no impact to the involved pt. Philips evaluated the device and verified the reported symptom. Replacing the processor pca resolved the issue. The device passed all standard testing, and was returned to the customer.